Manufacturer narrative:
Please note that this age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Please note that this is the gender of the majority of patients reported in the article as the actual genders of patients involved was not provided. Please note that this date is based off the date of publication of the article as the actual event date was not provided. Please note that this device was used in an off-label manner as it was implanted for occipital nerve stimulation for treatment of migraine headache. Information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Miller, s., watkins, l., matharu, m. Long-term outcomes of occipital nerve stimulation for chronic migraine: a cohort of 53 patients. The journal of headache and pain. 2016. 17(1):68. Doi (B)(4) summary: chronic migraine affects up to 2 % of the general population and has a substantial impact on sufferers. Occipital nerve stimulation has been investigated as a potentially effective treatment for refractory chronic migraine. Results from randomised controlled trials and open label studies have been inconclusive with little long-term data available. The long-term efficacy, functional outcome and safety of occipital nerve stimulation was evaluated in an uncontrolled, open-label, prospective study of 53 intractable chronic migraine patients. Reported events: one patient with ons for chronic migraine experienced a mild infection of a wound site, which required medical management only. The patient was treated with oral antibiotics. One patient with ons for chronic migraine experienced pain over the implantable neurostimulator (ins)/lead/wound sites. This required surgical intervention. [Pli 20 and pli 220]. One patient with ons for chronic migraine required an ons system revision secondary to lead tethering. Three patients with occipital nerve stimulation (ons) for chronic migraine experienced electrode erosion which required surgical intervention. It was noted that these were not associated with infection. Some of these cases may have consisted of erosion of the electrode tip through the scalp. Four patients with ons for chronic migraine experienced battery depletion/failure in less than one year. This required surgical intervention. Five patients with ons for chronic migraine had the device explanted secondary to a lack of efficacy. Nine patients with ons for chronic migraine required an ons system revision during which they changed to a rechargeable system. Fifteen patients with ons for chronic migraine had migraine pain worsened when ons was turned off; the mean time to pain worsening was 2.47 months. The reasons for ons off were: battery depletion; lack of efficacy; and ons technical issues. There was no specific device information provided in the article.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.